Manufacturer narrative:
Insulin pump passed the displacement test and rewind. Device received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform the prime test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. The motor was tested outside of the device and passed.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was in the 300 mg/dl ¿ 400 mg/dl at the time of the incident and was treated with a bolus. The customer stated that the insulin pump was getting a lot of motor errors. The customer reported that they were unable to describe the possible damage to the drive support cap. The customer stated that it was damaged and rusty but were not able to really confirm the type of damage. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.